Event description:
A monopolar curved scissors (mcs) instrument was returned with a tip cover accessory installed. No information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory was evaluated and engineering found multiple holes burned through the silicone that exhibited melting, which is indicative of arcing. The largest hole is .035 inches in diameter and is located .230 inches above the silicone to sleeve interface. A mechanical tear adjacent to the hole connects to an oblong shaped arced section. There is also a .015 inch diameter hole approximately 180 degrees from the large hole and .280 inches above the silicone to sleeve interface. When the tip cover is installed on the mcs instrument, the hole locations are in areas where the silicone stretches over the proximal clevis ears when the instrument wrist is pitched. Multiple holes indicate multiple arcing events occurred. Engineering also observed various mechanical tears, including a large tear at the tip of the tip cover. Engineering concluded that arcing is likely due to insufficient silicone dielectric strength, with dielectric strength weakened due to instrument collisions. High generator settings may have also contributed to arcing. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.